Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fall, one week after the implant procedure of the two pacing leads, which resulted in neck and hip pain. Patient was admitted to hospital two days after the fall, and the computerized tomography (CT) showed multiple fracture of the pelvis. The patient died next day before the planned hospital discharge. The patient was a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.